Event description:
It was reported that the patient presented with hoarseness and dysphagia. The physician believed that the patient was having some sort of vcp as the symptom of hoarseness only slightly improved after the magnet was placed over the generator to disable stimulation temporarily and the symptom of dysphagia did not improve. It was noted that the physician temporarily disabled the device, ordered a swallow study and ordered a CT of the neck. It was also noted that the area just below the incision on the neck was extremely tender for the patient. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. No other relevant information has been received to date.